Event description:
The following info was reported: inflated balloon then pulled back and shuttled down. Mynx sealant and advancer tube did not deploy after sheath pulled back. Could not re-access with the sheath. Deflated and held pressure for 20 minutes. The pt was discharged the same day.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was not returned with the device. The advancer tube was protruding from the shuttle cartridge. Shuttle movement was checked and no resistance was felt. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the proximal tip of the advancer tube and the proximal tamp lock. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. When the user attempted to retract a jammed device the pressure forced the advancer tube back over the tamp lock, therefore allowing the advancer tube to completely retract during return of the shuttle cartridge to the catheter handle. The review of the lhr (lot f1405605) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.